Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) on the left ventricular (lv) lead. Technical services (ts) was consulted and provided troubleshooting efforts. It was stated that the health care professional (hcp) would discuss if in-person interrogation would be required. This device remains in service. No adverse patient effects were reported.